Manufacturer narrative:
As the lot number for the devices was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunction. The information reviewed indicated that model unknown implantable port allegedly experienced restricted flow rate. The information was received from various sources. The malfunctions involved a (B)(6) year old female patient with no reported consequences. No other patient information was provided.